Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The rv lead helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.